Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch and the system is not saving images. No patient injury was reported.